Event description:
Asku

Event description:
It was reported the screen was shattered. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the overlay to screen was shattered, however, the stylus was able to select in all areas of the screen. It was also noted that the left keyboard hinges was broken and the keyboard was not installed. Also, a latch was broken off of the power cord bay.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.